Manufacturer narrative:
D10 concomitants: (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 531-20-00 - shldr gps rvrs drill kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) a10012 - gps implant kit v2.

Event description:
It was reported that a 76 yo male, initial left shoulder implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2024, approximately 4 years 1 month post the initial procedure. Revision as part of the recall stated. Everything was removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were disposed. No device images were provided. No further information.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2, d1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the planned revision cannot be confirmed, but may be due to potential prosthesis wear, osteolysis, and/or inclusion of the polyethylene component in the packaging recall. However, this cannot be confirmed and potential contributions from user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d6b, h6.

Event description:
We have the surgeon's rooms confirmed that the surgery previously reported was cancelled due to the patient's underlying condition and re-booked.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 the revision reported may be due to prosthesis wear, osteolysis, and/or inclusion of the polyethylene component in the packaging recall. However, the osteolysis cannot be confirmed and potential contributions from user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.